Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the programmer generated an error message when it was powered on. Recycling the power several times did not clear the error. The programmer will be returned for service. No patient involvement or complications were reported as a result of this event.